Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lower anterior resection procedure. Reportedly, the instrument did not cut. The surgeon cut the tissue with scissors and oversewed the staple line to complete the procedure. The hosp has reported no pt injury occurred.